Manufacturer narrative:
Manufacturing site investigation: evaluation on-going.

Manufacturer narrative:
Samples received: one unopened pouch of the batch (B)(4) and 1 unopened pouch of the batch (B)(4). Analysis and results: there are no previous complaints of these code batch. A total of (B)(4) units of the batch (B)(4) and (B)(4) units of the batch (B)(4) were manufactured and distributed. There are no units in stock. Received one closed sample of the (B)(4) and one closed sample of the batch (B)(4). Tightness test to the samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As indicated in the instructions for use of the product: "when monoplus suture is used, there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body." "As for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Wound healing disorders after an abdominal suturing. Issue has been noted following several different surgeries / different surgeons.